Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient was admitted to the hospital due to an infection (pancreatitis, cholecystitis). The patient died from sepsis. No autopsy was performed. The device remained implanted post-mortem and was not returned to the manufacturer for evaluation. With review of the available information, a relationship between the device and reported event cannot be determined. Clinical factors including patient's medical condition and comorbidities may have contributed; there is no indication that it is related to any device manufacturing or performance issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Death is a known potential clinical adverse event associated with vads as outlined in the IFU. Events of these types are multifactorial and may be attributed to pre-existing conditions and progression of these diseases, the hvad system, the implant procedure, or concomitant therapy. Infection and sepsis are known potential complications associated with all patients implanted with vads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from netherlands that a (B)(6) male patient was admitted to the hospital due to an infection (pancreatitis, cholecystitis). The patient died from sepsis. No autopsy was performed. The device remained implanted post-mortem and was not returned to the manufacturer for evaluation.